Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for open therapeutic treatment of an umbilical hernia as well as robotic-assisted laparoscopic therapeutic treatment of a right inguinal hernia. It was reported that after the implant, the patient experienced recurrence, pain, swelling, old scar, piece of mesh stuck to sac and bowel obstruction. Post-operative patient treatment included revision surgery and recurrent ventral hernia repair with additional mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia and robotic-assisted laparoscopic right inguinal hernia repair with mesh. It was reported that after the implant, the patient experienced recurrence, pain and bowel obstruction. Post-operative patient treatment included revision surgery, robotic-assisted laparoscopic radical prostatectomy, robotic-assisted laparoscopic bilateral pelvic lymph node dissection, and hernia repair. Findings: 1. No leakage upon testing anastomosis. 2. Endopelvic fascia sparing procedure rocco stitch performed in 2 layers. The dvc was taken down with the stapler and no anterior urethropexy stitch performed and neurovascular bundle sparing procedure in interfacial plane. 3. Right direct inguinal hernia and umbilical hernia, the fat contents of the hernia were there; however, there was no bowel into hernias.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-operative diagnosis: intermediate risk prostate cancer. Umbilical hernia. Postoperative diagnoses: intermediate risk prostate cancer. Umbilical hernia. Right inguinal hernia. Procedure: robotic-assisted laparoscopicradical prostatectomy. Robotic-assisted laparoscopic bilateral pelvic lymph node dissection. Robotic-assisted laparoscopic right inguinal hernia repair with mesh. Open umbilical hernia repair. Findings: no leakage upon testing anastomosis. Endopelvic fascia sparing procedure rocco stitch performed in 2 layers. The dvc was taken down with the stapler and no anterior urethropexy stitch performed and neurovascular bundle sparing procedure in interfascial plane. Right direct inguinal hernia and umbilical hernia, the fat contents of the hernia were there; however, there was no bowel into hernias. Events: the patient had surgical revision, pain, and bowel obstruction.